Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the posterior lateral condyle of the femur trial broke when putting into extension when trialing. Femur was not all the way down when getting extended. Articular surfaces broke when surgeon was forcing them in and hit them with a mallet. Surgeon thought the plastic was getting brittle.